Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair product. The cormatrix ecm for carotid repair product was used during a carotid endarterectomy procedure. The physician stated that the patient developed thrombosis and subsequently suffered a stroke. The patient has since been transferred to hospice. The physician stated that he used platelet gel, which he knew was contraindicated, but felt that its use would not have contributed to the thrombosis. Dr. (B)(6), confirmed that platelet gel would not be involved with the thrombosis. However, the cormatrix ecm for carotid repair instructions for use states that the "device is not recommended to e used with platelet gel.", (B)(4). The cause of the thrombosis and subsequent stroke is unknown; however, the use of platelet gel may have been a contributing factor.